Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered cosmetic damage (front panel is broken - bottom of the scope socket area; chassis and front panel bezel are rusted), a bad scope socket, had a updated power switch and software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the image was dark and blurry on the evis exera iii xenon light source. Upon inspection and testing of the returned unit, the lamp was at 50 hours or more (the unit was not delivered with the heat sink assembly nor the lamp door). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel flashing, and the scope detection slide not working could not be identified. However, it¿s likely the cause is related to a faulty locking mechanism and scope detection slide. Olympus will continue to monitor field performance for this device.